Event description:
The physician reported that the subject lead was explanted and replaced due to noise in the rv channel and low impedance.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that the subject lead was explanted and replaced due to noise in the rv channel and low impedance.